Event description:
During resuscitation of a newborn post c-section, the pulse oximetry would not produce a reading. A reading never displayed during the whole time of resuscitation. Issues with massimo hand held pulse oximetry dating back to 2012, cure letter sent to vendor on (B)(6) 2014.